Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) and fecal incontinence. It was reported that the patient lead fractured/was damaged/broken. It was reported that the patient had a loss of symptom control because of this. The hcp noted that it appeared that the lead may be damaged right near the header. Troubleshooting was performed where the doctor removed the implant from the pocket sire and cleaned the lead. Impedances were retested, and it was noted they were still bad, so the doctor removed the old lead and replaced it. The cause of the issue was not known for certain, but high impedance was mentioned and it was noted impedance was greater than 4,000 on all electrodes. A troubleshooting step of creating a custom program so patient could use the device on program 1 was done, but the patient still did not have control of their symptoms. The hcp noted that the issue has been resolved via device removal. After the patient's implant surgery in january they had bad impedances at their post-op. An x-ray was taken and it appeared that the lead may have been fractured. Patient claimed no falls or anything related to the issue, so it was unclear how the device was damaged. The lead was removed and replaced.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va32ate implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 14-aug-2026, UDI#: (B)(4). H3: analysis of the returned lead (B)(6) identified that the lead passed all testing in the laboratory and no anomalies were identified. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.